Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative confirmed that the keyboard and mouse connections had been checked. The system now operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.

Event description:
The customer reported that the mouse was not working properly. No pt injury was reported.